Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the cartridge or injector because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicated that the surgeon didn't use the right cartridge so the injector caused the incorrect folding of iol; however, the specific cartridge was not reported at this time. This lens model is approved for only in two cartridges. The product investigation could not identify a root cause. Investigation has been completed based on current info. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the injector folded the haptic, causing a deformation, and the iol fell into the vitreous. The surgeon removed and replaced the iol during the same surgery. Add'l info has been requested.